Event description:
Rn was setting up tubing for daunorubicin administration. New primary tubing was set up and primed with saline. Male equashield was attached to tubing. Female adapter was connected to male adapter. Rn programmed pump and unclamped chemo to begin administration. When unclamped the male/female connected piece popped off primary tubing. Saline from chemo bag leaked out onto chux and less than 5 ml of the chemo leaked onto chux before line was clamped. New male piece was applied and female piece snapped back on. The same issue happened where the connector popped off.